Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Device embolization is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. In addition, there may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient and procedural factors [minimally calcified aortic annulus, incorrect measurement of the annulus (20% undersized) - smaller valve than required was implanted] likely caused the initial valve malposition and embolization. Attempts to deploy a second valve in order to minimize the aortic regurgitation caused the ventricular valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
Please reference related manufacturer report no. (B)(4).

Event description:
During a transfemoral tavr procedure the 26 mm sapien valve was deployed in a too aortic position [80:20] causing moderate paravalvular leak and central aortic insufficiency. A second valve was prepped, while the first valve was being crossed by the second valve, the first valve embolized into the lvot. The procedure was converted to open heart surgery, the second valve was deployed in the infra-renal portion of the abdominal aorta, the embolized valve was removed and the patient received a surgical valve. Per additional information received this patient survived the surgical procedure by expired later. The implanting physician believes the patient¿s coronary stents may have thrombosed causing cardiovascular collapse and death. Per report, the patient¿s annulus measurement on CT was 600-650, but his pre-op 3d tee was 480 mm2. The intra-op tee annulus 474 3d, 24.7 by 2d lv long axis. The right femoral artery was accessed and the retroflex 3 sheath was introduced without difficulty. Bav performed with a 22x4cm true balloon with root injection. The 26mm valve was deployed within the annulus in a stable position, there was moderate central aortic insufficiency and moderate paravalvular leak; ao pressure 120/45mmhg. The valve was post dilated but the paravalvular leak and central aortic insufficiency did not improve. A second 26 valve was prepped/loaded and while attempting to cross the 1st valve, the 1st valve dislodged into the left ventricle in a stable position on the wire; the patient was stable. It was noted that the second crimped valve was tracking superiorly and appeared to be rubbing up against the first valve. The first valve [embolized] was stable in the lvot at the level of the anterior mitral leaflet hinge point. The patient was remarkably stable at this point (96/34mmhg). The physician attempted to pull back the first valve with a balloon. The 6fr left femoral artery sheath was exchanged for a 14fr sheath, a 28x4 balloon was prepped and crossed the dislodged valve and pulled back into the lvot, however the position obscured the mitral valve causing moderate to severe mitral regurgitation. The decision was made to transfer the patient to the or. The second 26mm valve was deployed in the infra-renal segment of the abdominal aorta, as it was then considered undersized for the annulus. The second valve was in a stable position and the delivery system was removed and the access site was closed via perclose. The wire was inadvertently removed, the 1st valve dislodged again and was free floating in the left ventricle. The valve was removed and a surgical valve was implanted. The valve embolization was attributed to the annulus being too large for the 26mm valve. Following deployment of the first valve the coronaries were confirmed as patent. There was no damage noted to the mitral valve. The native valve/leaflet calcification was bulky; aortic root calcification was mild; mitral annular calcification was severe. Coaxial alignment of the delivery system and the valve was good; the image intensifier angle was adequate; there was no loss of pacing capture during valve deployment and ventilation was held. The sinotubular junction (stj) diameter was 28mm and sinus of valsalva (sov) diameter was 38mm. The patient¿s ejection fraction was 25%. This is one of two reports being submitted for this case. This report is for the first valve.